Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Per medical records, it was reported that on (B)(6) 2007 patient had undergone a laparoscopic cholecystectomy due to the biliary dyskinesia/cholecystitis. Findings: the patient was found to have a fairly significant chronic cholecystitis. Also, she had significant cholesterolosis. On (B)(6) 2008 the patient underwent anterior lumbar interbody fusion with placement of peek lordotic interbody space, bmp and instrumentation anteriorly (stay-lift) in l5-s1 region using rhbmp-2/acs to treat denerative disc disease l5-s1 with chronic back pain. Op note: a peek stay-lift interbody lordotic spacer was selected and was impacted into the lordortic allograft spacer after allowing it to soak on the sponge for greater than 20 mins. It was gently tamped into the l5-s1 disc space making sure to stay in midline which was marked at the beginning of the case. The implant was then secured with the screws through implant and described per the stay-lift technique. Two 25 mm screws were placed down and one 30 mm screw was placed up. Secure purchase was obtained with each one of the screws. It was quite satisfied with the position of the implant by visual inspection and with ap and lateral imaging. The patient was monitored throughout the case including ssep and emg which didn't have any significant changes. The patient was taken to the recovery room in stable condition. She tolerated the procedure well. On (B)(6) 2008 patient had complaints of nvi ble incision well approx redness, bowel soundness, nausea. On (B)(6) 2011 patient underwent the following procedure: 1. Left heart catheterization, 2. Selective left and right coronary angiography, 3. Right ventriculography. Impression: 1. Noncornary chest pain, 2. Normal coronary arteries, 3. Preserved left ventricular systolic and diastolic function.